Event description:
It was reported by service report that the left foot siderail was stuck in and could not be pulled out to lift and engage due to dirt and caked grease on glide pins. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: siderail glide pins. Siderail could not engage due to dirt and caked grease on glide pins. The issue was resolved for the customer by the service tech cleaning the glide pins, with contact cleaner and applying triflow.